Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found that the patient side manipulator (psm) 3 fell off its insertion axis. There was no wear and tear. The fse then replaced the psm 3. The system was verified and ready for use. Isi received the psm 3 for failure analysis investigation. The unit was analyzed and during visual inspection, the axis 6 drive dog was seen detached from its gearbox. As a result of this finding, failure analysis has concluded that the axis 6 gearbox is the root cause of the reported issue. .

Event description:
During a preventative maintenance, an intuitive surgical, inc. (Isi) field service engineer (fse) found one of the insertion axis's fell off unprovoked. Prior to it falling off, it showed no sign of wear and tear and would hold a carriage with no issues. The patient side manipulator (psm) arm was replaced to resolve the issue. There was no report of patient involvement.